Event description:
During an ep ablation procedure of the rupv, while ablating significant noise was experienced on intracardiac and ECG channels of the stockert generator. The ablation was stopped at this point. Upon checking connections a technician noted that the shuttle was reading temperature and there was an error message in the temp and power window. In an attempt to eliminate the noise, the stockert generator was unplugged, this did not eliminate the noise. The stockert generator was replugged and turned back on they noticed an error message in the temp and power window and had a constant alarm. When the ablation procedure was stopped the patient was checked and was in good condition. There was narrowing of the pulmonary vein of 30%, the patient had no symptoms, there was no intervention or extended hospital stay required. Patient's prognosis is satisfactory.